Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone for absence of occlusion alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported about a month ago she was priming and the set and reservoir were occluded and the pump did not alarm. Customer changed out three sets to get the insulin to flow through absence of insulin flow blocked alarm. The insulin pump will not be returned for analysis.